Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was removed with no performance issues noted. The lead was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.